Event description:
It was reported that a bd pyxis anesthesia es system's biometric scanner stopped responding during a procedure, preventing user access to medication. The customer stated the device was rebooted and initiated an operating system update. Required medication had to be retrieved from a different catheterization laboratory. The nature of the procedure was not disclosed. The length of the delay was not disclosed. The name of the required medications was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station was stuck as the user rebooted it while the update was running. The technical support specialist informed customer to not turn off the station or reboot when the windows update is applying/running. He monitored the windows update and verified its completion. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding during a procedure, preventing user access to medication. Customer stated the device was rebooted and initiated an operating system update. Customer stated that required medication had to be retrieved from a different catheterization laboratory. The nature of the procedure was not disclosed. The length of the delay was not disclosed. The name of the required medications was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system's biometric scanner stopped responding during a procedure, preventing user access to medication. Customer stated the device was rebooted and initiated an operating system update. Customer stated that required medication had to be retrieved from a different catheterization laboratory. The nature of the procedure was not disclosed. The length of the delay was not disclosed. The name of the required medications was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist remotely evaluated the device and informed the customer of best practice when a device is applying or running operating system updates. The technical support specialist monitored the device for operating system update completion. The technical support specialist confirmed the updates were complete. Customer tested the device and confirmed operational.